Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this lead and device remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic. Shock impedance measurements were within range and all other lead diagnostics were acceptable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and device. High out of range shock impedance measurements had been detected. No adverse patient effects were reported.